Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: when injecting the patient with insulin before dinner, the needle shield was opened and it was found that the cannula was broken. Ae report no.(B)(4). Call center does not have a contact number and cannot verify the information. The reported lot number 20010201 cannot be found in the system. Sample availability: unknown sample availability details: unknown.